Manufacturer narrative:
Follow up # 1. The subject generator was returned to misonix for evaluation. Inspection and testing concluded the generator conformed to specifications. No malfunctions that would cause or contribute to a patient burn were noted. The investigation has been concluded.

Event description:
On october 25, 2022, misonix received a product occurrence report on a nexus® console, (part number 100-10-0000, serial number (B)(6)) that occurred on october 14, 2022, during a posterior lateral spinal fusion (l2-5). Delay in treatment was not reported. Medical intervention required to preclude serious injury was reported. Permanent impairment to body structure or body function was not reported. Specifically, it was reported that the "handpiece was not irrigating properly. The blade caused a burn to a nerve root. Doctor would not say how badly nerve was burned." Follow-up with the surgeon was conducted. After speaking with the doctor who performed the procedure, the reporter confirmed "the patient did not have any adverse complications and the burn mark was very small. He was not concerned; however, the account did submit an incident report as instructed."

Event description:
On october 25, 2022, misonix received a product occurrence report on a nexus® console, (part number 100-10-0000, serial number (B)(4) that occurred on (B)(6) 2022, during a posterior lateral spinal fusion (l2-5). Delay in treatment was not reported. Medical intervention required to preclude serious injury was reported. Permanent impairment to body structure or body function was not reported. Specifically, it was reported that the "handpiece was not irrigating properly. The blade caused a burn to a nerve root. Doctor would not say how badly nerve was burned." Follow-up with the surgeon was conducted. After speaking with the doctor who performed the procedure, the reporter confirmed "the patient did not have any adverse complications and the burn mark was very small. He was not concerned; however, the account did submit an incident report as instructed."

Manufacturer narrative:
On october 25, 2022, misonix received a product occurrence report on a nexus® console, (part number 100-10-0000, serial number (B)(4)) that occurred on (B)(6) 2022, during a posterior lateral spinal fusion (l2-5). Delay in treatment was not reported. Medical intervention required to preclude serious injury was reported. Permanent impairment to body structure or body function was not reported. Specifically, it was reported that the "handpiece was not irrigating properly. The blade caused a burn to a nerve root. Doctor would not say how badly nerve was burned." Follow-up with the surgeon was conducted. After speaking with the doctor who performed the procedure, the reporter confirmed "the patient did not have any adverse complications and the burn mark was very small. He was not concerned; however, the account did submit an incident report as instructed." The subject handpiece part number and serial number, and the disposable probe tip part number and lot number were not reported, and they will not be returned for evaluation. Therefore, further evaluation is not possible. The procedure, a post lateral spinal fusion, would use nexus bonescalpel probe and tubeset kits and a nexus standard handpiece part number 100-21-0000. The device history record was reviewed for the nexus® console, (part number 100-10-0000, serial number (B)(4). There were no deviations found during in-process or final inspection of the device. Inspection and test results met specifications prior to release to commerce. A review of post-market surveillance information for the nexus console, bonescalpel probe and tubeset kits and standard handpiece did not show any significant adverse trends for patient burns. The current frequency of occurrence for patient burns is within the frequency originally estimated in the original risk management report. Therefore, there is no change to the residual risk or risk-benefit ratio. The nexus® IFU contains the following warnings and cautions regarding the surgical technique and device settings required to prevent thermal injury: potential burn hazard: warning nexus probes have a silicone or hard plastic sheath. Compressing or bending the sheath may cause the sheath to contact the vibrating surface along the length of the probe or at the probe tip and may cause excessive heating, which may burn user or patient tissue at the surgical site. Warning excessive loading of nexus probes at the surgical site may induce heating due to vibration and friction as target tissue is fragmented and emulsified. It is critical to manage the temperature of the probe by adjusting the irrigation, aspiration, and ultrasound settings, and surgical technique. Tissue necrosis may result if probe tip is not moved relative to tissue. A continuous, lateral sweeping motion is recommended in order to minimize contact duration with the ultrasonic probe tip and minimize heat build-up. When lateral motion is not possible withdraw and re-insert probe tip frequently. Warning contact to vibrating elements like an extension and ultrasonic probe tip may cause burns and should be avoided by all means. The handpiece should only be held at the black handpiece housing area and/or the black hard sheath. Warning a protective silicone sleeve, included with certain probe tips, reduces the risk of thermal damage but does not eliminate it. Contact with the silicone sleeve should be avoided or kept brief with minimal amount of contact pressure. Pressure and extended exposure can still result in excessive frictional heat and cause burns. Warning contact of the rigid or silicone sheaths with patient tissue under pressure, may create a burn hazard. Avoid contact of sheath elements with patient tissue under pressure. Warning probe tip temperatures may exceed the tissue necrosis point if insufficient irrigant is present at the probe tip-tissue interface. For hard tissue removal, always use the maximum irrigation flowrate that does not affect the surgical field of view, or impact surgical technique. Additional external irrigation, e.g., by administering sterile saline with a syringe over the distal probe tip portion, may be necessary for removal of very dense, hard osseous structures. Warning hard tissue applications, a minimum irrigation setting of 20 is recommended to minimize or prevent thermal injury and/or tissue necrosis. Caution; the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. Caution : it is strongly advised that a sterile backup handpiece be readily available in the operating room as insurance any contamination or malfunction of the handpiece used during surgery. Caution: insufficient irrigation and high tip pressure (loading) under extended exposure, e.g., in tight cavities, are to be avoided while removing hard tissue. It is recommended to withdraw and re-insert the ultrasonic tips (e.g., blades & shavers) repeatedly to re-establish adequate cooling and lubrication. Caution: additional external irrigation, e.g., by administering sterile saline with a syringe over the distal tip portion, may be necessary when removing very dense, hard osseous structures. Caution : prime the irrigation tubing prior to use. At all times ensure that the irrigation flows towards the handpiece when footswitch is depressed. If no irrigation is flowing, cease use until flow is restored. The subject device has not yet been returned to misonix for evaluation, therefore a thorough investigation could not be conducted. Upon return a full engineering evaluation will be completed to establish possible root cause of the non-conformance.